Event description:
Hcp reported no signs of low battery during last refill, stopped suddenly, is around 4 yrs old, hcp believes it has jammed but also said it may be eol for the battery. Requested full analysis.